Event description:
The patient reported he was in church and he thinks he took too many bolus clicks for his bg of 279 post breakfast, while sitting in church. Patient reports his vgo was on his abdomen and he had on a suit jacket and an overcoat. He could not state how many clicks he provided but he states, "I think I gave more on accident as I wasnt looking." The patient first noticed the hypoglycemia at 1:47 pm with the bg of 67; his bg continued to drop 53 at 2:00 pm even after trying to treat the hypoglycemic bg of 67 with oral carbohydrates. Patient felt sweaty, clammy and weak and patient struggled with hypoglycemia for a few hours. Fellow church members were assisting the patient with obtaining oral carbohydrates for treatment as the patient was not able to think clearly with the hypoglycemia. Patient's bg finally went to 70 around 3:36 pm but then dropped back down to 65 about 10 minutes later. Patient continued to eat oral carbohydrates and monitor his bg. At 6:37 pm the patient bg was 148 and the patient states he knew the hypoglycemia "was finally over".